Manufacturer narrative:
This device is not available for return and evaluation because it remained implanted after the valve-in-valve procedure. The device history record (DHR) was not able to be reviewed as the device information was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding the valve-in-valve procedure was provided and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that an unknown 21mm aortic pericardial valve was disabled via a valve-in-valve procedure after an implant duration of 11 years and 2 days due to unknown reasons. A 23mm transcatheter valve was implanted via the transfemoral approach. Procedure was successful with zero perivalvular leak and a mean gradient of 8 mmhg. The patient outcome was reported as stable.